Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. During this procedure, the patient concurrently had posterior colpoperineorrhaphy with pelvisoft graft augmentation, high uterosacral ligament vaginal vault suspension and enterocele repair, anterior colporrhaphy with pelvisoft graft augmentation and cystoscopy. Bard pelvisoft mesh was implanted on (B)(6) 2011. It was reported that the patient underwent perineoplasty on (B)(6) 2011 for perineal pain secondary to incomplete healing and perineal breakdown after perineorrhaphy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and bard pelvisot were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal/revision of sling, revision/removal of prosthetic vaginal graft vaginal approach, and repair of vagina/perineum on (B)(6) 2014 by dr. (B)(6) due to dyspareunia, pelvic pain, mechanical complication of unspecified genitourinary device, implant, and graft, and urge incontinence at (B)(6).

Event description:
It was reported that patient underwent removal/revision of sling, revision/removal of prosthetic vaginal graft vaginal approach, and repair of vagina/perineum on (B)(6) 2014 by dr. (B)(6) due to dyspareunia, pelvic pain, mechanical complication of unspecified genitourinary device, implant, and graft, and urge incontinence at (B)(6).